Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was sent to be scrapped. The customer was sent a replacement device. An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
A third party service agent contacted physio control to report that their customer device lid was missing its magnet. In this state, the device would not detect the lid being opened, and the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient involvement reported with the event.